Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a broke hexalobe broke during final tightening. The tip end of the hexalobe remains in the patient confined to the set screw. Surgery took place on (B)(6) 2018.

Event description:
On (B)(6) 2018 it was a reported to k2m, inc. That a surgery took place in which a hexalobe driver tip broke during final tightening. The tip end of the hexalobe remains in the patient confined to a set screw.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject was returned for evaluation, and a thorough investigation was completed. All records revealed that all products(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The tip of the driver demonstrated deformations consistent with the effects of stress fracture.